Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had continued insulin flow blocked alarms. The customer's blood glucose value was unknown at the time of the incident. The customer stated that they have tried all remedies. It was reported that the issue was with the infusion set, but the customer continued to have insulin flow block alarms after replacing infusion sets. The customer stated that the tubing was not bent or kinked. The customer reported that the insulin exited, but there was greater than normal resistance when attempting plunger push. The insulin pump will not be returned for analysis.